Event description:
The grounding pad was not getting a contact reading and had burned the patient.

Manufacturer narrative:
When conmed originally received this complaint, follow-up questions were sent to the facility shortly after the date of awareness. Conmed had inquired about the size and degree of the sustained burned, but a response was not received. Also, the sample in question was not returned and an evaluation could not be performed. Although it is unknown whether or not medical intervention was performed, conmed is filing this event with the f.d.a. To be conservative.